Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the power supply required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen went blank and stopped ventilating. The customer stated there was a patient on the ventilator when this issue occurred, there was no patient harm or injury reported.